Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on electrode 7. It was also reported that there was a poor connection within the header of the battery. It was reported that this electrode was not being used and does not affect the patient¿s therapy. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep): it was reported that the high impedances were caused by the poor connection and the system advised to avoid. Electrode 7 is not being used and the therapy is unaffected. No symptoms were reported.